Manufacturer narrative:
(B)(4). Unit passed rewind test, basic occlusion test, prime/a33 test and displacement test. However, unit received stuck in the motor error loop during bolus/basal delivery. The motor may have had an intermittent failure that was not detected during our testing. The motor was tested outside the device and passed.

Event description:
Customer reported via phone call that insulin pump alarmed for motor error. Customer¿s blood glucose was 221 mg/dl. Customer stated that drive support cap was normal and customer was able to rewind the insulin pump. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be returned for analysis.